Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for that event. The cause of the peritonitis was unknown. The patient was treated with vancomycin (route, dose, duration and frequency was not reported). On (B)(6) 2011, the patient was discharged. The patient was recovering. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse reported the event was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd885285 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. The cause of the peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.